Manufacturer narrative:
Device unique identifier (UDI)#: (device identifier)- (B)(4). Approximate age of device - 83 days. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient underwent a pump exchange on (B)(6) 2017. The reason for the exchange was for frequent suction events related to lv remodeling and inflow cannula position. The patient was also to undergo a mitral valve replacement (mvr) for to severe mitral regurgitation (mr). It was reported that the patient was asymptomatic. No additional information was provided.

Manufacturer narrative:
The explanted device was not returned for evaluation. A direct correlation between the device and the reported event could not conclusively be established. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.